Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. Information regarding patient date of birth, gender, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the sterling study. The 44-year-old male patient with a history of diabetes, controlled hypertension, previous smoker, subarachnoid hemorrhage (sah) and left internal carotid artery aneurysm (non-target aneurysm) underwent coil embolization on (B)(6) 2023 targeting an unruptured aneurysm. The following coils were successfully implanted: a 5mm x 10cm galaxy g3, a 3mm x 6cm galaxy g3 xtrasoft, a 2.5mm x 4.5cm galaxy g3 mini, and a 2mm x 3cm galaxy g3 mini. It was reported that one coil (catalog / lot# unknown) failed to detach. There was no negative patient impact. On 18-oct-2024, additional information was received from the sterling clinical study team. Per the information, the site does not have a record of which the four coils was not implanted. The source noted three coils implanted and one coil (the complaint coil) failed to detach and was not used. The site does not have the information on the coil that failed to detach.